Event description:
A caller reported an issue with a cgm error 42 related to their pump. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, who provided comprehensive instructions to ensure the pump was restored to proper functionality. Following the reset, the pump did not display the error code again.